Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The design of the patient circuit board was changed on april 16, 2018, after the device was manufactured to correct image issues with the 180-system scope. However, based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, there was no image present when testing with 180 series scopes due to a faulty printed circuit board. Additionally, the video socket was found defective. The top cover, front panel, and chassis were all in poor condition, and the software was found outdated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was displaying an intermittent image with lines on the screen during procedure preparation. According to the initial reporter, when the pigtail was plugged in there was a change in the picture only if the cord was manipulated. Reportedly, this was found while setting up for a case and the user swapped out the unit for another. This subject device never made patient contact. During the device evaluation, it was discovered that the unit was not producing an image at all due to a faulty printed circuit board. This report is being submitted to capture the lack of image found during the device evaluation.